Event description:
Per the audiologist's report, this patient is performing as poorly one year after implantation as before implantation. External equipment exchanges and reprogramming efforts have not resolved the problem. A CT scan confirmed proper positioning of the electrode in the cochlea. Integrity testing performed in 2005 confirms normal functioning of the device. The center scheduled an explantation/reimplantation surgery four months later.